Event description:
It was reported that during a follow up, upon interrogation of the device low, out of range, high voltage lead impedance measurements were observed. Increased capture threshold and suspected externalized conductors were noted. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
(B)(4).